Manufacturer narrative:
The properties of the lead were checked during the analysis. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the insulation are probably the result of the surgical procedure. There were no indications of material defects or mfg errors.

Event description:
In a letter by (B)(6) from (B)(6) 2010, we were informed that 'loss of capture' occurred with this lead after an implantation period of about 7 months and the lead was explanted. The clinical complaint, when the lead was rec'd, added that the insulation was missing in the distal area at explantation, which might have been due to a by-pass operation. No deterioration of the pt's state of health was reported.